Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed the presence of calcification in the sinotubular junction/landing zone. In this case, the complaint of balloon burst was unable to be confirmed as the device was discarded and unable to be returned for evaluation, and no photos or video of the complaint event or device(s) were provided. Available information suggests patient factors, such as calcification, likely contributed to the event as 3mensio confirmed the presence of calcification in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the balloon to the 26mm commander delivery system (ds) burst (exhibited by a longitudinal tear) while deploying the valve. It is possible that the balloon interacted with the calcified sinotubular junction (stj). The ds was able to be retracted back into the 14fr esheath+ and both devices removed from the body without complications to the patient. A second ds was then used to post dilate the valve.